Event description:
A us distributor contacted zoll to report that a patient developed open, bleeding sores on her back underneath the vibration box and electrodes. The patient was wheelchair bound for a while due to breaking her ankle. There are no allegations that the lifevest caused or contributed the patient breaking her ankle. There was no alleged device malfunction contributing to the irritation. Use of the lifevest was discontinued by a physician due to the sores. Follow up indicated that the has healed but was still very tender.